Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint "every time the surgeon would enter the abdomen it would flip." The stapler was tested in-house, and the instrument was not found to flip when installed onto the system on multiple attempts. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. No damage was found. There was no problem detected. Additional observations not reported by site: the instrument was found to have 1 engagement failure based on log review but was not replicated during in-house testing. Log review show error code 22020 indicating "installed sureform 60 failed to engage on usm2 (roll axis hardstop check failed)." The instrument was installed onto the system with an in-house drape and seal. The instrument passed the recognition and engagement tests on all three attempts. The staple was tested in-house, and the instrument initialized, clamped, fired, an unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. There was no physical damage found. The root cause is not determinable/applicable. The instrument was found to have roll friction on the main tube. Friction was observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure was attributed to manufacturing. A review of system logs confirmed the stapler instrument associated with this event was used during a sleeve gastrectomy procedure on (B)(6) 2022. No image or video clip was submitted for review. This complaint is considered a reportable malfunction as it was reported that the stapler instrument experienced unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform60 stapler instrument would "flip" when it would enter the abdomen. The stapler passed engagement and fired without issue; however, the stapler came in each time with the anvil side down and the surgeon would manually flip it to correct the issue. At the time of call to technical support, the technical support engineer (tse) suggested the customer erase guided tool change and reinstall. The clinical sales representative (csr) who called in the issue stated it was the last fire with stapler. The tse advised to return the stapler via RMA process. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and it was confirmed that the procedure was completed using the same stapler. This issue did not harm the patient. No issues during stapling. No further information was provided.